Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited far r wave oversensing. The device was reprogrammed on (B)(6) 2020 and the issue was resolved. The patient was stable and would continue to be monitored.